Manufacturer narrative:
(B)(4). Initial report date 12/14/2015 the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that a capsule failed to detach after three weeks. It was also reported that the physician pushed the capsule into the stomach. The patient had stomach pains, no intervention was required.